Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported IV tubing has been cracking and breaking when the tubing is being disconnected from a patient. There was no patient harm reported.

Manufacturer narrative:
The customer complaint of tubing cracked at end was confirmed per picture received by customer. The breakage was observed from the collar on the male luer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.